Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that physician was unable to implant the implantable pacing lead due to a bent helix. The helix came out while inserting the lead through the introducer sheath and got stuck at subclavian region not allowing the lead to go further inside the vein. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.